Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
A patient underwent a right atrial flutter (r-afl) ablation procedure with a carto® 3 system and a map shift issue occurred. It was initially reported that after mapping with 20 pole catheter the mapping catheter was introduced and it was found the map shifted posterior by 35mm. There was no patient movement and no errors on the carto® 3 system. The xray tube angle was not changed. The caller remapped and case continued without incident. There was no patient consequence. On 3/20/2020, additional information was received indicated the map shift was discovered when the physician put the ablation up after mapping. The issue was seen during ablation as the catheter was floating out in space 35mm from the fast anatomical mapping (fam) shell. The issue could not be resolved so they remapped and then it resolved. Confirmation was received that no cardioversion was performed. This event was originally considered non-reportable, however, bwi became aware of additional information on 3/20/2020 indicating that no cardioversion has been performed which changed the reportability assessment of the map shift issue to an MDR reportable malfunction.

Manufacturer narrative:
A patient underwent a right atrial flutter (r-afl) ablation procedure with a carto® 3 system and a map shift issue occurred. It was initially reported that after mapping with 20 pole catheter the mapping catheter was introduced and it was found the map shifted posterior by 35mm. There was no patient movement and no errors on the carto® 3 system. The xray tube angle was not changed. The caller remapped and case continued without incident. There was no patient consequence. Device evaluation details: the device evaluation has been completed. The data related to the reported issue was sent to the device manufacturer for investigation. It was confirmed that the customer mapped the volume under high metal levels. It was also confirmed that there were many warnings on metal values. Metal warnings/errors indication showed up a few times also during the navistar mapping phase. The navistar location depends on the magnetic sensor location only. Once metal levels are confirmed during the case, the map can shift quite far from its real position. In the carto® 3 system instructions for use described that "metal interference is caused by a ferromagnetic material placed within the magnetic working area. This might affect location findings. Major interference triggers an error or alert message". Mapping under high metal levels and ignoring the system warnings/errors caused the reported issue. The issue was related to user error. System is operational. A manufacturing record evaluation was performed for the carto 3 system # 14658, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).